Event description:
A customer reported that their pump battery would not charge despite using the correct charging cable and attempting to charge it via different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump since it was still under warranty. The customer was instructed to use an alternate form of insulin therapy in the meantime and was guided on how to prepare the malfunctioning pump for return.